Event description:
It was reported to philips that an intermittent ¿low fluoro only¿ message resulted in loss of cine functionality. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.